Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twenty days of post-deployment, an attempt to remove the filter from the patient was made. The right internal jugular vein was accessed using a micropuncture kit. The access was dilated allowing for placement of an 11 french sheath which was advanced over a guidewire into the inferior vena cava, below the level of the filter. The initial inferior vena cavgoram demonstrated an approximately positioned inferior vena cava filter has a filling defect inside of the filter which occupied 50% of the volume of the filter with another small portion of clot extending superiorly from the filter. The retrospective review of the inferior vena cavogram from placement of the filter demonstrated a linear filling defect extending from the left common iliac vein into the cava which may have been a free-floating thrombus. Given the volume of the thrombus in the cava, it was decided to keep the filter in the patient. Around, five months and twenty-nine days later, a new suprarenal inferior vena cava filter was needed to be deployed in a patient in order to remove the already existing infra renal inferior vena cava filter. An 11 french sheath was placed in the patient via the right internal jugular vein. The vena cavogram of the suprarenal inferior vena cava was performed through the right groin sheath. A new bard denali filter was now deployed in the suprarenal inferior vena cava. The delivery sheath was removed, and a 9 french sheath was inserted below the level of the suprarenal filter. However, there was a large thrombus burden in the suprarenal filter. An inferior vena cavogram demonstrated a small amount of thrombus within the filter, but a large thrombus burden extended from the top of the infra renal inferior vena cava filter approximately 5 centimeters and measured approximately one-half the width of the inferior vena cava. Overnight thrombolysis was initiated as the patient was becoming restless. A 5 french infusion catheter was positioned in the thrombus from the right femoral access. The next day, the initial inferior vena cavogram demonstrated no significant reduction in the thrombus burden within the suprarenal inferior vena cava filter after overnight thrombolysis. There was some scarring in the inferior vena cava at the level of the previously placed infra renal inferior vena cava filter. Aspiration thrombectomy of the filter was performed which reduced the thrombus burden within the filter to approximately 25% of the filter volume. A 15-millimeter gooseneck was used to grab the foot of the infra renal inferior vena cava filter. The sheath was advanced over the filter. The snare and the previous infra renal inferior vena cava filter were then successfully removed. A long 11 french sheath was advanced over a guidewire into the inferior vena cava, below the level of the filter. The suprarenal filter was grasped using a gooseneck snare. The sheath was advanced over the filter, and the snare and filter were removed via the pre-existing internal jugular vein. Around, three months later, computed tomography of the chest was conducted. There was evidence of a small left-sided segmental pulmonary artery embolus. There was no saddle embolus or right heart strain. On the same day, an ultrasound was performed. The popliteal and right common femoral veins were patent. There was a nonocclusive clot in the left common femoral vein. Left femoral and brachial veins were normal. Around, two years and four months later, computed tomography of the chest demonstrated no evidence of acute pulmonary embolism. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed after the patient was removed from anticoagulation therapy. At some time, post filter deployment, it was alleged that the device was unable to be retrieved. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.